Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2017 with the following findings: during investigation, the delivered boluses were calculated for 12-15, 12-14 & 12-13, the delivered boluses on each day match correctly the total daily dose (tdd) bolus history. A 10u audio & 10u normal bolus were manually performed; both were accurately recorded in the bolus history& bolus tdd history correctly showed 20.0u. The pump was exercised for 24 hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No errors, alarms or warnings occurred during testing. The original complaint of the pumps bolus totals calculating a >5% discrepancy was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the bolus history did not match the total daily dose bolus total over three days (>5% difference). This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.